Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient said they went to see how full their battery was and noticed they were on group c and they were supposed to be on group b. They stated they didn't know how it got on group c. No troubleshooting was done prior to the call. On the call patient services reviewed how to change the group and the patient was able to change to group c during the call. It was reviewed that the patient may have accidently changed the group. They mentioned that they had to turn stimulation off for an MRI and may have accidently changed the group when they turned it back on. The patient mentioned that they were legally blind. It was reported that the issue was resolved on the call. No symptoms were reported. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.